Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and strut 4 and 5 from the distal end of stent were crushed. No issues noted with balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 14dec2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non-totally occluded, 15 mm x 3 mm, eccentric, de novo target lesion with lesion bend of >=90 was located in the severely tortuous and moderately calcified right coronary artery (rca). A 3.00 x 16 mm promus element plus stent was advanced but failed to cross the lesion. The device was removed and the procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.